Manufacturer narrative:
(B)(4). Explant date: (B)(6) 2017. Additional concomitant medical products: persona cruciate retaining femoral component, catalog#: 42502606402, lot#: 63513255; persona stemmed tibial component, catalog #: 42532007902, lot#: 63322460; cobalt bone cement, catalog#: 402282j, lot#: 189660. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00017, 0002648920-2018-00063, 0001822565-2018-00557. Product location unknown.

Event description:
It was reported that the patient was revised to address an infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as sterile certificate was reviewed and noted to be conforming.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as sterile certificate was reviewed and noted to be conforming.